Event description:
A site representative reported that while in during a spinal fusion procedure, the imaging system door would not open. The site representative rebooted the system after the images appeared distorted. When the system came back up, the door would not open. The site brought in a second monitoring system from another imaging system, connected it to the system and was able to open the door. The overall delay was approximately an hour and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The initially the pendant hung on the initializing screen during a startup process. The system was rebooted and then booted up properly. The mechanical, imaging, and navigation passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.